Manufacturer narrative:
It was reported that mesh was implanted along with the following concurrent anterior and posterior repair, tension-free vainal tape, and cystoscopy.

Manufacturer narrative:
(B)(4). Cystocele; dysplasia; urinary problems; undefined recurrence; dyspareunia; neuromuscular problems. Additional narrative: it was reported that mesh was implanted on (B)(6) 2006 due to urine stress incontinence, cystocele, and vaginal dysplasia. Following insertion the patient experienced pain, erosion extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and other outcomes. It was reported the patient experienced urethrovaginal fistula and underwent closure of urethrovaginal fistula, excision/revision of transvaginal taping, excision of labial condyloma acuminate on (B)(6) 2007. The patient experienced urinary incontinence with urethrovaginal fistula, incompetent unsalvageable urethra, refractory overactive bladder/detrusor hyperactivity with incontinence, urinary retention ,neurogenic bladder and underwent augmentation cystoplasty with continent catheterizable ileal stoma, open cystostomy with bilateral uretal catheters, suprapubic tube cystostomy placement, closure of bladder neck with omental flap and resection of abdominal/pelvic foreign body with resection of old mesh sling, retropubic urethrolysis , exploratory laparotomy and lysis of adhesions on (B)(6) 2008. It was reported the patient experienced urinary incontinence secondary to failed bladder neck closure, recurrent bladder neck fistula and underwent transvaginal closure of bladder neck vaginal fistula, use of martius flap, open cystostomy with suprapubic tube placement, cystoscopy with bilateral uretal catheterization on (B)(6) 2010. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent cystogram, ileal endoscopy through ileal channel due to urinary incontinence, neurogenic bladder, urethral vaginal fistula s/p bladder augmentation with attempted bladder neck closure on (B)(6) 2010 and laparoscopic ventral incisional hernia repair with mesh due to ventral incisional hernia on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.